Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. The patient's lead was repositioned due to lead migration. Procedure may have been extended by 1-60 mins compared to a paddle insertion that slid into midline at first attempt without further adjustment. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that the lead had migrated out of the epidural space. Patient denies any falls, accidents, or trauma. Surgical intervention was undertaken on (B)(6) 2024, wherein the lead was repositioned. Effective therapy was restored post operatively.